Manufacturer narrative:
A tapered screw-vent implants with mtx surface (tsv4b13) was returned for investigation. Visual inspection of the as returned products identified that the external threads, hex and drive feature was in good condition. The implant had minor signs of usage around the drive feature and the collar. Measurements were taken using a caliper (ID: cal4063; due date: nov 19, 2020). Through dimensional analysis and comparison to drawings (dwg no.pd-tsv4b13 rev. C), the devices were determined to be within device specifications. No pre-existing conditions were noted on the per. Per complaint description, the devices had been implanted on tooth # 22 for approximately 1 month when clinician realized that they were placed too close. Pictures or x-ray images were not provided. DHR review for the lot (63882877) had revealed no deviations nor non-conformance which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (63882877) for similar event and no other complaint was identified. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event or devices. Therefore, based on the available information and dimensional analysis, device malfunction did not occur and the reported event could not be verified since x-ray or pictorial evidence wasn¿t provided. A definitive cause could not be identified for the reported event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device has been returned to manufacturer. Evaluation is expected but has not began yet. When evaluation has been completed a follow up medwatch report will be submitted.

Event description:
It was reported that implant was removed due to implant (tsv4b13) being placed too adjacent to a tooth site resulting the implant unable to be restored. Tooth location 22.